Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) previously received seven inappropriate shocks due to t-wave over-sensing (twos) following a morphology change while the patient was drinking and dancing. Recently, another untreated episode of twos was stored and boston scientific technical services (ts) was contacted for review. Ts confirmed that the inappropriately treated and untreated episodes were the result of a wide, changing morphology with decreased r-wave amplitude measurements. Potential reprogramming options were provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.